Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (5000 mcg at 250 mcg) via an implantable infusion pump. It was reported that the patient was high risk of infection and developed redness and swelling at the pump site along with a fever of 103. The pump pocket was washed out and the rate was being weaned daily until an explanted date was decided. It was unknown if the issue was resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.